Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer contacted the technical service engineer (tse) regarding activation being interrupted due to error c-34 occurring on the generator. Tse reviewed the system logs and confirmed error c-34, m-11, and m-18. The customer confirmed that the externals foot pedals were not depressed in the drawer, and rebooting the generator multiple times did not change the reported event. Furthermore, it was noted that the monopolar was not working but bipolar energy was. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator unit was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs showed error 25913 c-34 on 16-may-2025, indicating that the high frequency (hf) voltage was too low in the on state. Visual inspection revealed no significant scratches or dents, and the front bezel was in good condition. When the unit was tested on a golden system in normal mode, the c-34 error occurred on startup. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.